Event description:
Related manufacturer reference number: 2017865-2022-43416. Related manufacturer reference number: 2017865-2022-43418. Related manufacturer reference number: 2017865-2022-43419. It was reported that the implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, left ventricular (lv) lead, and right atrial (ra) lead was explanted due to infection. The patient condition was stable.